Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 433 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm auto off. Customer's blood glucose at time of incident was 433 mg/dl. Customer was advised that we could turn off the auto off feature, stated she will wait for her educator tomorrow to check it.